Event description:
[Aiou needle retractable syringe with needle 23gx1"] use for covid-19 under emergency use authorization (eua):multiple reports of syringes leaking covid vaccine or the needle and hub dislodging from the syringe and remaining in the patients arm. FDA safety report ID # (B)(4).